Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(4) to b braun (B)(4) for investigation. A follow up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of uf information by bbm sales organization in (B)(4)): pump emptied in 18 hours instead of 26 hours.